Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 56-year-old male noted as high risk percutaneous cardiac insertion was implanted with an impella cp device for mechanical circulatory support. The nurse called abiomed rep and stated that the impella cp was upgraded to impella 5.5 and was running "fine" but suddenly had purge blocked alarm. There were no kinks or issues found. The patient has bicarb in d5w for purge fluid within the device. The medical staff was advised regarding tpa protocol. No other info available form nurse at this time.

Manufacturer narrative:
The investigation into the reported high purge pressure has been completed since the original report was filed. The pump was returned for investigation. A kink was observed near the 45cm mark. The pump ran successfully during the test without reporting any purge-related alarms. Data logs indicated sudden spike in purge pressure with purge system block alarm, which occurred 5 hours after implantation and persisted until the end of the case, with the purge flow close to zero. The cause of the high purge pressure issue was a kinked purge line found on catheter near the 45cm mark. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Manufacturer narrative:
Corrected g3.